Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker has been unable to assess right atrial capture during automatic threshold testing. The patient was newly implanted. The treatment plan is to monitor the patient. No adverse patient effects were reported. The device remains in service.